Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.